Event description:
It was reported that during an unspecified surgical procedure the motor device had an "e4 cutter error". The planned surgical procedure was completed without delay. A spare device was available for use. There were no patient or user injuries reported, no medical intervention or prolonged hospitalization. The exact date of the event was unknown to the reporter. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the attachment met operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.